Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been feeling "bad" and were having concerns that there was a defect of the implantable cardioverter defibrillator (ICD) or that perhaps the settings of the ICD needed to be optimized. According to the patient, they experienced low heart rates. The ICD remains in use. No patient complications have been reported as a result of this event.